Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value not provided, while hospitalized in the maternity ward. Cause was not known. Customer required assistance and was treated with intravenous fluids of saline and insulin and supply change to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.